Event description:
It was reported that the right ventricular (rv) lead had elevated threshold and would not capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) transcatheter valve, 2013-(B)(6); 5076 implantable pacing lead, 2013-(B)(6), product event summary - the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrins ically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. (B)(4).